Manufacturer narrative:
Results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm approximately twenty-two months ago. Current vessel morphology was reported as 1cm distance from stent graft to renal arteries; a 28 mm proximal neck diameter, which is believed to be 4 mm larger than at index procedure; 29 mm neck diameter; 15 degree infrarenal neck angulation; no aortic neck thrombus; mild neck calcification. It was reported that a type I endoleak with 4 mm of aortic neck expansion was identified. The physician implanted a 32 mm endurant cuff which sealed the endoleak sufficiently. No additional clinical sequelae were reported and the patient is fine.